Event description:
It was reported displacement of the catheter without displacement of the cuff. The catheter was removed and used another one.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of hux11176 showed no other similar product complaint(s) from these lot numbers.